Event description:
Per report by patient: patient implanted with recalled composix kugel mesh in 2004. In 2009, patient went to the hospital via ambulance in severe pain. Patient underwent emergency surgery to have some of her bowel removed, because it had been in contact with the patch. Patient reports she did not have mesh explanted, it was kept in place per her surgeon. The bowel resection was done for obstruction/adhesions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation, or additional information becomes available.